Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2015 with the following findings: the keypad was fully intact with no damage or peeling observed. The up arrow, down arrow, and contrast keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under the up arrow and contrast key contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.